Event description:
The user facility reported that during a therapeutic gastroscopy, the image blacked out while the physician was trying to place a peg tube inside the pt. The procedure was reportedly completed with a similar, but different device. The user facility reported no pt injury or complications.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of image. The device was tested on two different test equipment and no image difficulties were noted. The device passed the fog test and the leak test, and there was no evidence of fluid invasion inside the electrical connector or endoscope connector, which would contribute to an image difficulty. However, the bending section cover glue was found cracked on the insertion tube side. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.